Manufacturer narrative:
Conclusion: based on the information received from the field damage to the active electrode as might be caused by device minute mobility appears likely. As the electrode has been received damaged and incomplete the exact location of the damage could not be found. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Since june 2018 in situ measurements have shown an increase over time in the number of high or short circuited channels, including some channels fluctuating in and out of affected status. In february 2020, even though expert measurement shows intermittencies, the audiologist modified the map to try and the child showed a positive response to stimulation in the office. The user was re-implanted on (B)(6)2021.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. The recipient was re-fitted and seemed to respond; however, further monitoring will be done. No plans for explantation have been made at this time.this is a final report.

Event description:
In situ testing shows affected channels and audiologist expressed concern over status of the device. The map created in september 2019 was tested and the user seemed to tolerate this map without any problems. The child has continued to wear the processor since, but the mother reported that the responses are becoming inconsistent and the child is not requesting the processor be put on. In february 2020, even though expert measurement shows intermittencies, the audiologist modified the map to try and the child showed a positive response to stimulation in the office. The recipient will return to the office for further impedance check and programming considerations.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels and audiologist expressed concern over status of the device.